Manufacturer narrative:
A complaint was recently received for a problem involving an unexpected treatment couch descent. The couch fell approximately 27.5 cm. There was no injury to the patient or staff. We are currently investigating the root cause and possible preventive/corrective actions.

Event description:
A complaint was recently received for a problem involving an unexpected treatment couch descent. The couch fell approximately 27.5 cm. There was no injury to the patient or staff.